Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Device had stripped battery cap coin slot, cracked case at display window corners and battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump shut off because, the battery depleted. She tried to change the battery but was unable to remove the battery cap. Customer called the pharmacy to get insulin syringes but did not have a prescription. She went to bed with high blood glucose of 520 mg/dl. She called the paramedics and told them her mouth was dry and she was sweating. When the paramedics arrived she was 410 mg/dl. Customer was taken to the hospital on (B)(6) 2015; she stayed there for 2 hours and was treated with fluids and insulin. The insulin pump was replaced and returned for analysis.